Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer dropped the pump onto the carpet. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. H3 other text : device not returned.